Event description:
During pt treatment, the oscillating piston (driver) of the model 3100a spontaneously stopped running, then re-started running. The pt was placed on another 3100a without compromise.